Manufacturer narrative:
Device inspections could not be conducted as the affected set screw was not returned to rti surgical. A DHR review could not be conducted as the lot number remains unknown. Index surgery was performed on (B)(6) 2018. There has been no report of a revision to this patient related to the set screw coming loose. Additional occurrence information will be added to this report should it become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2019 that a streamline tl set screw had loosened post-operatively.